Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had a shocking sensation in the left lower back area. The patient stated that the waist area of the implant was really sore.